Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. "The device was not received because it was repair locally. The reported issue is ""drive motor defective"" and the part was sent in brézins for investigation. According to the investigation, nothing was noticed during the visual inspection. Functional check was performed on an agilia sp tester. The motor operated correctly at various speeds in perfusion mode and completed a one-hour running-in period at 60ml/h. Following this, maintenance test 11 was carried out, rotating the motor both forward and backward. To verify its torque, a back-pressure test was conducted at 200ml/h, followed by an occlusivity test at 1200ml/h. No technical errors were observed during the testing phase. The motor kit was found to be functional, and based on the provided issue description the complaint is not valid. To our knowledge this complaint is not being related to patient safety." This complaint is considered as not valid for this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: drive motor defective. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.